Manufacturer narrative:
The user facility submitted medwatch (B)(4) this event. The device was recently returned and repaired for a different reported issue and is no longer in the as received condition for proper evaluation. A review of the event history log revealed 'upstream occlusion' messages on the reported event date. It cannot be determined if the line was assessed for or cleared of an upstream occlusion through the history log. Per fa-2021-056, if an upstream occlusion in the line is not cleared and the pump resumed, a subsequent alarm may be delayed or may not occur. The current issue does not appear as a repeat service event. All required service actions were completed in the last service cycle and the device was tested prior to return to the customer to ensure it met all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused and alarmed upstream occlusion. This occurred during chemotherapy treatment. The drug "acted as though it was infusing but was not dripping during therapy". The pump was restarted four times and continued to alarm. A new pump was obtained and was "infusing properly". There was no report of patient injury or medical intervention associated with this event. No additional information is available.